Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04965, related manufacturer reference number: 2938836-2019-04967. It was reported patient had chest pain when right ventricular pacing occurred that was noted in clinic. The entire system was explanted and replaced with a competitor. Patient was recovering after the procedure.